Event description:
It was reported that during a spine procedure, the drill was heating up. A backup drill was readily available; the procedure was completed without delay. There was no pt or user injury reported, and no adverse consequences alleged.